Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) earth leakage current test. The device was evaluated by the product analysis lab (pal) and the problem was neither confirmed nor duplicated. The device was found to be infested with insects. Assignable cause for rite electrical failed earth leakage current tests is undetermined. Pal did not confirm the failure or malfunction, however corrosion / contamination most likely contributed to the rite earth leakage problem. Product is identified for scrap.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the returned instrument test and evaluation (rite) testing due to rite - earth leakage current failed performance spec: earth lc normal 1782.5 microamps, lc reverse 2880.6 microamps (range 4.0 - 300.0 microamps); lc single fault normal 4589.6 microamps, lc single fault reverse 4525.3 microamps (range 4.0 - 500.0 microamps). Rite test failure, no patient involved.